Manufacturer narrative:
This report is submitted on january 05, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due skin burning sensation. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on march 07, 2023.